Manufacturer narrative:
(B)(4).

Event description:
It was reported that a I have a new sensor message occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. In addition, a transmitter failed error was found in connection to the reported allegation. The reported event of a I have a new sensor message is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D10: device availability- additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes ¿ additional.

Event description:
The product was evaluated. An external visual inspection was performed and passed. A transmitter voltage test was performed and failed.